Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a drug company regarding a male patient in (B)(6) who was receiving prialt (unknown dose and concentration). The patient medical history was not specified. The event date was reported as (B)(6) 2016 but the reporter was only able to validate that the year was accurate. The event occurred during post-op. The non-serious case was reported on (B)(6) 2016 by a pharmacist. On an unspecified date in 2016, at the time of the intrathecal pump (medtronic pump) refilling, the medical team noticed there was some product left in the pump tank which would not have diffused. As a consequence, the patient presented with pain due to lack of product effect. The medical team evoked several hypothesis: problem of product diffusion inside the catheter, problem with stability of the mixture. In consequence, the medical team requested the pharmacist to dose the ph of the solution. Since the event, the pump was refilled. At the time of the report, the patient did not suffer from pain anymore. Surgical intervention did not occur and it was unknown as to whether it was planned. At the time of this report, the issue was resolved and patient status was ¿alive ¿ no injury¿ according to the spontaneous report, product diffusion issue occurred in 2016 and it was non serious, the outcome was unknown, the relationship of the event to the drug was not provided. The patient experienced pain and lack of product effect in 2016, and it was non serious, the outcome was recovered, the relationship of the event to the drug was not provided. The pain event abated after stopping or decreasing the drug dose, the pain event did not reappear after reintroducing the drug. However it was also reported that the dose of the product was not reduced nor discontinued due to the event.

Event description:
Additional information received from the manufacturing representative on (B)(6) 2016 indicated that the patient did not suffer from pain anymore which suggested that the patient was properly relieved by intrathecal analgesia

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.